Manufacturer narrative:
Additional information: d9 (latest return date), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the blade inner drive was damaged and minor skiving was observed. Functionally, the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The blade did not advance, the damaged inner blade resulted in the cutting blade hitting the back of the seal plate. Cutting blade retraction could not be observed as the blade could not be actuated. The skiving to the insulation was due to the damaged inner drive. The jaw gap of the device was measured and it was found to be within specification. The device was activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. No electrical or wiring issues were found. It was reported that it felt like it was hard to cut. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the knife was stuck that it was hard to open and it felt broken. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant products: vlft10gen - vlft10gen ft series energy platformx1, serial# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, after 10 minutes of surgery, it felt like it was hard to cut and the knife was stuck that it was hard to open and it felt broken. It was hard to maneuver and it felt that it did not cut. The surgeon felt like it was falling apart and it was stuck when they tried to cut. The device was removed on fatty tissue when it was still working, then they fired the knife without tissue and felt it getting harder and harder. The instrument was hardly used. The knife blade was not extended/exposed, and it did not protrude beyond the edge of the jaws. Another ligasure was used with the same generator and it worked fine. There was no patient injury.